Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. It is not available as the products were seized by relevant law enforcement authorities was the device used on a patient? If so, was there any patient consequence? No. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: suspected counterfeit product sample image was evaluated visually against retain (control) sample. Actual complaint sample was not received for investigation hence product evaluation could not be performed. Investigation concluded that the product subjected to complaint is a confirmed counterfeit product.

Event description:
It was reported that the product was suspected to be counterfeit on (B)(6) 2021. The product was not used on the patient. Upon evaluation, it was observed that this is counterfeit product.